Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, product ID: 9735764r, h3: a medtronic representative went to the site to test the equipment. Hardware was replaced and the system functioned as intended. H6: codes b01, c19, and d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying no video detected on the main cart monitor. Reboots did not resolve the issue. The camera cart was reconnected and the system functioned as intended. After rebooting twice, the camera cart would still display no video detected. Booting up the main cart separately then connecting the camera cart worked. The medtronic representative (rep) reseated all video cable connections. The rep confirmed that the system had a refresh computer and legacy uninterruptible power supply (ups), there was no light on v2 on the legacy ups, all lights on the pc-over-ip (pcoip) functioned as intended, there was a red light beside the ethernet port on the pcoip in the back of the camera cart, the light on the back of the computer for the pcoip port was flashing. The cause of the issue was suspected to be with the host card in the computer. The rep also rebooted the system 12 times. During the first 8 times, the rep had the mouse disconnected from the universal serial bus (usb) port on the camera cart and no video detected appeared on the main cart monitor during 1 of these reboots. During the last 4 reboots, the mouse was plugged into the usb port but no issue occurred. There was no patient involvement.

Manufacturer narrative:
H3: the uninterruptible power supply (ups), lot number: 25260048, was returned to the manufacturer for analysis. The ups was tested with a known good battery for a 24 hour period. The ups failed the 24 hour test and shut down immediately when the alternating current (ac) power was disconnected. H6: codes b01, c02, and d02 are applicable to this hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 the computer, lot number: 2051f00062, was returned to the manufacturer for analysis. The computer was found to be fully functional. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations are set correctly. The video capture card functions correctly. All display ports-dvi, hdmi and dp all function correctly. The sound functions on the hdmi and dp ports. The computer passed all burn-in testing v9.1. H6: codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury, or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received regarding the device evaluation. The computer was noted to have been replaced in the system checkout and the system then functioned as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.